Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced bleeding including hematoma on (B)(6) 2021. The patient was transfused with an unknown amount of blood products due to the blood loss. It was also reported that the patient experienced thrombocytopenia on (B)(6) 2021. There was no information provided on any treatments provided to the patient for the thrombocytopenia. It was reported that the patient remained on impella support and the patient's cardiac function recovered. The patient was successfully weaned and the impella was explanted. It was reported that the patient then experienced a hemorrhagic cerebrovascular accident after explant on (B)(6) 2021. It was stated that it was possibly related to the impella device. The patient then expired 3 days later. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.